Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with information indicating the patient is deceased. No additional information was provided. Further review of the manufacturer¿s database indicated the patient died approximately one month after device system implanted. The cause of death has been requested and not received.